Manufacturer narrative:
The two (2) cryoprobes involved in the events as well as 2 unopened/unused cryoprobes from the same lot were returned and evaluated. The findings were as follows: cryoprobe involved in the first incident (evaluated on (B)(6) 2025). A visual inspection of the device revealed that the working end of the probe was broken at the connection point between the white tubing and the catheter. There was a slit or cut in the white tubing, approximately 17mm long and located about 130 mm from the distal end of the white tubing. Also, there was a bend in the catheter approximately 160mm from the location of the break. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found not to be sufficient. Cryoprobe involved in the second incident (evaluated on (B)(6) 2025). A visual inspection of the device revealed that the working end of the probe was broken at the connection point between the white tubing and the catheter. There was a slit or cut in the white tubing, approximately 3cm long and located about 1.5cm from the distal end of the white tubing. The high-pressure tubing is protruding out of the slit of the white tubing. The metal tip of the catheter was missing. Then, per the directions from erbe germany, the cryoprobe's connector section was disassembled. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found not to be sufficient. The high-pressure tubing was also pushed out of the connector. The blue o-ring was still present. Two unopened/unused cryoprobes (evaluated on (B)(6) 2025). The cryoprobes were functionally tested per the notes on use. For each sample, an ice ball was created with no issues. Both cryoprobes passed functional testing. After the testing, the connector section of each sample was disassembled as instructed per erbe germany's guidelines. A visual inspection of both cryoprobes revealed that the connector on each cryoprobe was sufficiently glued and intact. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany. Erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on these incidents.

Event description:
It was reported that two (2) incidents occurred with flexible cryoprobes prior to procedures in bronchoscopy (note: the second event occurred 11/18/2025 with the same lot). The cryoprobes were used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). While testing both cryoprobes before the procedures, the accessories burst with a loud pop. No injuries were reported in either case.